Event description:
It was reported that the manufacturer's representative (rep) was in a stage 2 implant and the connectivity test would not pass. The rep reported that one of the electrode contacts has an out-of-range value. The rep reported the initial impedance check showed contact #8, >5k. The healthcare provider (hcp) removed the extension from the implantable neurostimulator (ins), cleaned it with a dry sponge, and tried again. Impedances continued to show the same. The hcp disconnected the extension from the lead, cleaned both, reconnected and tried again. There was no change. The hcp changed the extension and the ins, however, impedances continued to show >5k. The hcp said that they believed the contact on the lead is the problem. There are no plans at this time to revise the lead. No patient symptoms were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: b3400060, serial/lot #: (B)(4), ubd: 07-mar-2024, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(4), ubd: 18-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported that they believe the lead associated with the out of range impedances is the right brain.

Manufacturer narrative:
Concomitant medical products: product ID b3300542m serial# (B)(6) product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type extension product ID b35200 serial# (B)(6) implanted: (B)(6) 2022 product type implantable neurostimulator product ID b3400060 serial# (B)(6) implanted: (B)(6) 2022 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.